Event description:
Caller reported the following blood glucose results obtained on the inform system within 10 minutes: 400 mg/dl, 61 mg/dl, and 62 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.